Event description:
It was reported that the pt had a seizure a few days after receiving the implant and had an MRI. Since turning the stimulation on post MRI, the pt experienced a shocking or jolting sensation and numbness in the leg while the stimulation was on. The pt also experienced a "pulling back at the shoulder blades" when stimulation was turned on. The area that was scanned was the shoulder. The pt also had another surgery shortly after implant that could have been unrelated. It was noted that the pt was not able to take seizure medicine while in hosp and when pt arrived home, the pt had a seizure. The stimulation was implanted in the buttock. The stimulation status prior to the MRI was unk. The pt had kept the stimulation off since shortly afterwards. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).